Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Patient had a thr on (B)(6) 2007 by dr. (B)(6) and was having pain an problems post surgery. Patient had a revision on (B)(6) 2014 by dr. (B)(6) and currently has no issues. Update as per op report: patient had a right tha revision on (B)(6) 2014 due to metal allergy-cobalt chrome, nickle and molybdenum.

Manufacturer narrative:
An event regarding allergy/reaction involving a trident shell was reported. An allergy/reaction was not confirmed. Method and results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device remained implanted. -medical records received and evaluation: a medical review was performed and concluded: "an exact cause of the patient¿s pain can thus not be established due to lack of adequate radiological information with actual x-rays. We can still be sure that no device-related matters are not evident from the available information as also supported by the mar findings. There are clearly subtle indications for presence of other overload contributing factors, quite likely of procedure-related origin although proper x-rays would be required to further solve this aspect. This case is not device-related." "Multiple metal related allergy was blamed as potential cause for the patient¿s pain symptoms but supporting evidence for such a problem is absent. It is much more likely that other patient-related and/or procedure-related matters have contributed to the problem, the details of which cannot be further solved due to lack of adequate x-ray information. The mild corrosion effects reported during revision and in the mar quite likely have no relationship with the patient¿s complaints." -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. This device is under the scope of a recall. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the revision could not be determined through the clinical review. As indicated in the clinical review additional information including x-rays are needed to fully investigate the event and determined a root cause. If further information becomes available, this investigation will be re-opened.

Event description:
Patient had a thr on (B)(6) 2007 by dr. (B)(6) and was having pain an problems post surgery. Patient had a revision on (B)(6) 2014 by dr. (B)(6) and currently has no issues. Update as per op report: patient had a right tha revision on (B)(6) 2014 due to metal allergy-cobalt chrome, nickle and molybdenum.